Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): a full lead was returned and analyzed and no anomalies found were found. (B)(4): visual analysis concluded that there was apparent explant damage. A full lead was returned and analyzed and the distal conductor was distorted. The proximal conductor had blood/body fluid (not obstructed) and blood was noted in/on the helix mechanism. The outer insulation was breached and cut.

Event description:
It was reported that the atrial lead dislodged. During the reposition procedure, the helix was observed to be retracted on its own and the helix would not extend or retract. When the lead was removed from the body the helix was noted to be damaged and there was tissue on the helix. A new lead was attempted but there were positioning difficulties, the helix would not extend or retract, and the lead dislodged. A tined lead was then successfully placed. No patient complications have been reported as a result of this event.